Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device exhibited vvi mode when it had been previously programmed to ddd.